Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, customer had to deactivate universal surgical manipulator (usm) 3 and while continuing they got error 26002. Now system could not be shut down for reboot. Technical support engineer (tse) confirmed that instruments are not holding tissue and instructed a hard power reset with emergency power off (epo). As 10 min had already gone by before calling, the system started into a new procedure. Usm 3 needed to be deactivated again, and surgery could continue with 3 arms. The procedure was completing as planned with no reported injury.